Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during patient transfer the device started to tipover. No injury was reported.

Manufacturer narrative:
Customer reported that a maxi 500 floor lift was unstable during patient handling, suggesting that the lift collapsed with the patient. The device was taken out of use for repair. There was no patient or caregiver injury reported. During a course of an investigation, customer clarified that there was no actual collapse and no patient fall. An arjo technician evaluated the device. The functional test showed that the chassis legs moved slightly on the ends of about 5 cm. The technician found faulty bolts, pin nuts and worn bushings. The video evidence showed that one of the lift¿s leg was slightly loose and wobbling about 5 cm to sides. Regardless of the loose leg, the lift remained stable. Review of complaints shows that the slight leg wobbling will not lead to device fall. The reported issue caused discomfort for the caregiver, therefore the customer decided to take the device out of use. The device was not under the arjo service contract. Initially, the complaint was determined reportable based on the allegation that device collapsed with the patient. After receiving further clarification during the course of the investigation, we were able to confirm that no device collapse or patient fall occurred. Device evaluation and video provided showed that device was stable and initial allegation turned out to be misleading. For this reason, the slight leg wobbling to sides is not consider meeting the definition of reportable event and will not be reported to competent authorities in the future.